Event description:
Information received indicates the head section side rail fell off of the bed.

Manufacturer narrative:
The technician found the side rail was missing some of the retaining rings. The technician replaced the side rail to repair the bed.